Event description:
A user facility registered nurse (rn) stated during a patient's hemodialysis (hd) treatment it was reported blood was leaking from the head of the dialyzer where the end was screwed onto the main body of the dialyzer. The estimated blood loss was unknown. The dialyzer was reportedly available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The dialyzer was subjected to a laboratory leak test and a leak was detected from header cap on the cavity ID end at 12.0psi. Upon removal of the header cap there was no o-ring present. No other damage or irregularities were noted on the returned sample. See the attached photo and test documentation in the content tab. During the lot history review it was noted that there were two other complaints reported against the lot. One of the complaints is not associated with the current event. The other complaint addresses a leak described as "in the cap" with no information if is was internal or external (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) stated during a patient's hemodialysis (hd) treatment it was reported blood was leaking from the head of the dialyzer where the end was screwed onto the main body of the dialyzer. The estimated blood loss was unknown. The dialyzer was reportedly available to be returned for evaluation. Additional information was requested but was not received to date.